Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged leading to the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump eventually began charging and the customer continued to use the pump for insulin therapy; however, how the customer resolved the issue was not disclosed.